Event description:
The surgeon implanted a aa4203tl silicone lens. The tore upon insertion into the eye. The lens was removed. No pt injury. The iol injection cartdridge and iol injector, model and lot #s were unk.